Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.